Event description:
Information was received, from a patient. Who was receiving, unknown drug via an implantable pump. For non-malignant pain indications for use. It was reported, that they experienced an issue with cerebrospinal fluid (csf) leak. And the surgeon did a revision two-three weeks ago. The patient stated, that they sealed it off with a suture, but "it didn't work". The patient did not want to remove the pump, so they were looking for other healthcare provider (hcp) to discuss the situation.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 08-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting the cause of the cerebrospinal fluid (csf) leak was not disclosed to them. The event occurred on (B)(6) 2024. The patient reported that the issue had yet to resolve and the surgeons were offering no plan of action. They were attempting on finding a new physician for a second opinion. The patient stated, "this complication is severely affecting their quality of life". The patient also stated that, 'overall I am afraid of the long term complications that I may be at risk for if the leak is not resolved.' They were hoping medtronic can help them find an appropriate surgeon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.